Event description:
It was reported that the disposable exhibited a leakage. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.